Event description:
It was reported that high impedance was observed for patient upon interrogation on (B)(6) 2016. However it resolved the next time the physician interrogated the device and was not seen since. No settings or diagnostics were noted in the clinic notes except seeing high lead impedance on (B)(6) 2016. Patient visited the physician on (B)(6) 2016 and was reported to be doing fine.

Event description:
Clinic notes dated (B)(6) 2016 were received indicating that patient has been having more seizures with increased intensity. The physician stated that this is not totally unexpected given that patient is coming off of dilantin medication. Since decreasing the dilantin, patient's seizure frequency has increased to multiple seizures daily. In addition the seizures are "harder" according to her parents. No known surgical intervention has occurred to date to address the high impedance observed in (B)(6) 2016.

Event description:
The patient presented for generator replacement due to battery depletion. Pre-op system diagnostics showed high impedance and low output current. The generator was replaced. The explanted generator has not been received by the manufacturer to date. Information was received that the surgeon believed the high impedance was due to a kink in the lead wire. The lead was inserted into the new generator and the surgeon massaged the lead back in place. No other relevant information has been received to date.